Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastroplasty procedure, the internal spring of the device released, preventing the stapling; without the spring the trigger didn't fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n54v26. The analysis found that one pse60a device was returned in good visual conditions and with no cartridge reload present. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The instrument was tested for functionality in dry fired and achieved its complete firing sequence without any difficulties. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.